Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead was found to have exhibited high capture threshold measurements and r-wave amplitude variation. The rv lead was explanted and replaced. The patient was in stable condition.